Manufacturer narrative:
(B)(4). Exemption number: e2016031. Importer site contact and address: (B)(4). Importer site establishment registration number: (B)(4). PMA/510(k) #k101530 / k163468. This follow up MDR is being submitted due to corrections. The device involved in this complaint was not available for return to cook (B)(4) for evaluation. As the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. With the information provided a document based investigation was carried out. The customer complaint is considered to be confirmed based on customer testimony. From the description provided, it is possible that the flexor broke, a possible cause for the issue occurring may be due to delamination of the ptfe liner of the outer sheath. Prior to distribution all evo-22-27-9-d devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for this evo-22-27-9-d device of lot c1347248 revealed no discrepancies that could have contributed to this complaint issue. There is no evidence to suggest that this issue affects the entire lot # c1347248; upon review of complaints this failure mode has not occurred previously with this lot # c1347248. As per the instructions for use, ifu0053-8, notes section the user is instructed of the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use". From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Quality engineering assessed the complaint and the risk has been determined to be moderate. No immediate action is required. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up MDR is being submitted due to corrections (risk assessment omitted). The spring in the product broke with a bang. When they tried to place the stent it was hard to push the trigger. After a while it felt like something banged in the controlled release handle. They think that because of the tension the safety wire got broken. Very experienced nurse. Product not available.

Manufacturer narrative:
(B)(4). Exemption number: e2016031. (B)(4). PMA/510(k) #k101530 / k163468. This follow up MDR is being submitted due to corrections. It may be noted that a project (B)(4) hs been assigned to product development to further investigate stent deployment issues of this nature in an effort to eliminate future occurrences.

Event description:
This follow up MDR is being submitted due to corrections . The spring in the product broke with a bang. When they tried to place the stent it was hard to push the trigger. After a while it felt like something banged in the controlled release handle. They think that because of the tension the safety wire got broken. Very experienced nurse. Product not available.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 PMA/510(k) #k101530 / k163468 as the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. From the description provided it is a possibility that the flexor broke, a possible cause for the issue occurring may be due to delamination of the ptfe liner of the outer sheath. With the information provided a document based investigation was carried out. The customer complaint is considered to be confirmed based on customer testimony. Prior to distribution all evo-22-27-9-d devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for this evo-22-27-9-d device of lot c1347248 revealed no discrepancies that could have contributed to this complaint issue. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The spring in the product broke with a bang. When they tried to place the stent it was hard to push the trigger. After a while it felt like something banged in the controlled release handle. They think that because of the tension the safety wire got broken. Very experienced nurse. Product not available.